Manufacturer narrative:
Revision surgery is scheduled. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was lost while manipulating the antenna. The condition of the electrode prevented an electrical test from being performed. The device passed some of the tests performed. The internal visual inspection revealed a cracked conductive epoxy at the feedthru pin connection on one of the pins. The impedance measurement across this connection revealed increased impedance. An ohmmeter measurement revealed resistance across one pin. This device malfunctioned due to a crack in the conductive epoxy at the feed-thru pin-to-substrate connection. A corrective action has been implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.